Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via a phone call, he had woken up in the morning and didn't feel right customer looked at the device and noticed it had no power. Customer inserted a new battery and the screen on the device would not turn on. Troubleshooting was performed on the insulin pump and the device did not return. Customer was advised to discontinue use of the device and revert to back up plan. Customer called back and stated due to customer not having a backup plan he went to the emergency room. Customer's blood glucose was 470 mg/dl when he was admitted. Customer stated he was hospitalized as the customer did not have a battery cap for the insulin pump. Customer had to disconnect the call as he was being moved to the ICU and will call back later. Further troubleshooting wasn't possible as the device wouldn't return. Customer was advised to call back once he received the battery cap to perform proper troubleshooting. The customer is currently not returning the reservoir for analysis.